Event description:
The product is a tanem diabetes t: slim x2 insulin pump. It is supposed to connect via bluetooth to android phones. Once connected, the user can monitor continuous glucose monitor readings and deliver insulin dosage instructions to the insulin pump. It is possible to wireless connect the insulin pump to an android phone; however, the pump disconnects randomly from the phone requiring the user to turn off the phone's bluetooth feature and turning it back on. While disconnected, the phone does not display current cgm readings nor can the user instruct the pump to deliver insulin boluses. The problem has been occurring since (B)(6) 2025 (over a year now). Despite repeatedly reporting the issue to tandem, they have not fixed the issue. They do acknowledge that it is a well-known issue.